Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo which displayed a unit with tape wrapped around the middle part of the unit. Through the visual evaluation of the submitted photo, the needle was in the out position, not retracted within the safety barrel. There are multiple manufacturing defects that can contribute to a needle retraction failure, including but not limited to a damaged cannula, grip, barrel, spring, or button. It is unclear whether the unit is used and whether retraction was attempted. The photo provided for this incident of the actual unit did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review showed no non-conformance's associated with this issue during the production of this batch.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter safety mechanism cannot retract. This was discovered during use. The following information was provided by the initial reporter: safety mechanism can¿t retract.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter safety mechanism cannot retract. This was discovered during use. The following information was provided by the initial reporter: safety mechanism can¿t retract.